Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that this was an unknown surgery (c1) performed on (B)(6) 2023. When the surgeon inserted a screw in c1 by the screwdriver, the screwdriver got engaged in the screw. Therefore, the surgeon removed the screw once and exchanged the screwdriver to another one and reinserted the screw again. The reinserted screw is the one that the screwdriver engaged in at first. Between the removal of the screw and reinsertion of the screw, the operation time was extended by approximately 60 minutes and 1,600 ml of blood was lost, affecting the patient. The surgery was completed successfully with about 60 minutes delay. No further information is available. This report is for one (1) unk - screws: spine-us. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: spine-us/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: state (B)(6). E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.